Event description:
It was reported via repair work order that the nurse call cable and bed extender cable were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.